Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the anchor of a 5f exoseal vascular closure device (vcd) did not deploy, resulting in failure of intravascular fixation. There was no reported patient injury. There was no visual damage to the indicator wire prior to use, and no difficulty connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced as the device was advanced through the sheath. The user was trained to the device, and it was stored and prepped per the instructions for use. The device was used in a diagnostic procedure with a retrograde approach, and the device and packaging were not inspected prior to use. Femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, and the vessel diameter was verified to be at least 5 mm. One non-sterile 5f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was locked. The plug was found in its manufactured position, and the indicator wire was found fully deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in indicator wire retraction and the expected plug deployment. Additionally, the black/white/red position was observed in the indicator window as intended. A high-magnification microscopic evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of "indicator wire deployment difficulty unable " was not observed through analysis of the device received as the indicator wire was found fully deployed with no anomalies noted. The exact cause of the issue experienced could not be conclusively determined during analysis as the returned device does not match the event reported. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the indicator wire deployment difficulty reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the sheath introducer, as plug dislodgment may occur.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the anchor of a 5f exoseal vascular closure device (vcd) did not deploy, resulting in failure of intravascular fixation. There was no reported patient injury. There was no visual damage to the indicator wire prior to use, and no difficulty connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced as the device was advanced through the sheath. The user was trained to the device, and it was stored and prepped per the instructions for use. The device was used in a diagnostic procedure with a retrograde approach, and the device and packaging were not inspected prior to use. Femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, and the vessel diameter was verified to be at least 5mm. The device will be returned for analysis.